Event description:
Two lesions were treated during the index procedure, one microdriver stent was implanted in the 1st obtuse marginal , one endeavor resolute rx drug-eluting stent and one non-medtronic stent were implanted in the mid lad. Patient was asymptomatic at the 30 day, 6 month and 1 year follow-ups, had cardiac status of unstable angina at the 2 year follow-up and was asymptomatic at the 3 year follow-up. It has been reported that the patient suffered a spontaneous gi bleed approximately 3 years post index procedure. The investigator has stated that the event was not related to the study stents.

Manufacturer narrative:
(B)(4). Evaluation, results: - inherent risk of procedure (hemorrhage).